Manufacturer narrative:
Batch review performed on 17 febr 2025. Lot 2431152: (B)(4) items manufactured and released on 25-nov-2024. Expiration date: 2029-11-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional component involved in the event and revised: liner: mpact 01.32.4052hct flat pe hc liner ø40/g (k103721) lot 2409192: (B)(4) items manufactured and released on 21-may-2024. Expiration date: 2029-05-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
After the primary hip surgery, the patient dislocated anterior and superior in the post op recovery area. On the same day, the patient was brought back and the head and liner were revised. The surgery was completed successfully.